Event description:
It was reported via repair work order that the scale was inaccurate due to a calibration issue. Also, the release handle was broken with sharp edges exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.